Manufacturer narrative:
Follow-up #1 date of submission 09/10/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: review of the pump¿s black box revealed a time and date reset occurring on (B)(6) 2015 at 08:45. The date was manually set to (B)(6) 08:51; subsequently set to (B)(6) 2015 10:11; subsequently set to (B)(6) 2015 10:10. Evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery was inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test and a timekeeping accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #2 date of submission 09/15/2015-additional information: investigation revealed the display screen was dim and discolored.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging the patient¿s blood glucose was above 250 mg/dl and below 500 mg/dl with extreme thirst and urination, and moderate ketones. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. During troubleshooting, it was reported that the pump¿s time and date setting were correctly maintained when the battery was removed for less than 24 hours. The reporter alleged the pump did not have history recorded for (B)(6) 2015. This complaint is being reported because the alleged serious health event was attributed to an alleged pump malfunction.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.